Manufacturer narrative:
Journal article: palussie`re, jean et al, ¿retrospective review of thoracic neural damage during lung ablation ¿ what the interventional radiologist needs to know about neural thoracic anatomy¿, cardiovasc intervent radiol (2013) 36:1602¿1613, doi 10.1007/s00270-013-0597-z. Device evaluated by MFR: the device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that radiofrequency ablation (rfa) was performed with a leveen electrode. A patient who was treated without an artificial pneumothorax experienced grade 3 temporary paresthesia on the medial side of the arm and forearm and paralysis in the fourth and fifth fingers after ablation in the superior lobe (apical). The treated tumor was situated 1 cm from the apical pleura.